Event description:
It was reported that a user was disconnected from the ilet during a supply change and required assistance to complete the procedure, after which a blood glucose reading of 191 mg/dl was obtained; troubleshooting and education were provided, and no alerts or alarms were reported. Symptoms included hyperglycemia without reported injury. Outcomes included no medical intervention beyond self-management guidance and no hospitalization. Investigation included case review and user troubleshooting to verify device status and use during the supply change. Investigation of this case revealed no device malfunction or alarm activity and suggested user-related interruption of insulin delivery during the supply change as a plausible contributor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.